Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed reagent rotor cover and sample short alarms. The field service engineer (fse) found a drag mark on the reagent disk cover and confirmed that the cover was seated properly. Precision and mechanical checks and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was less than 6 ng/l with flag. A three-hour troponin sample was collected and the result was 183 ng/l and the result from another e411 analyzer was 189 ng/l. The difference in the results compared to the initial sample prompted the customer to repeat the initial sample. The initial sample's repeat result from another e411 analyzer was 175 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 688118. The expiration date was not provided. The field service engineer (fse) found drag marks on the reagent disk cover which may indicate that the cover was not seated properly, causing the sampling tip to drag and become contaminated. Precision and mechanical checks were performed successfully. Qc was performed successfully. The investigation is ongoing.